Manufacturer narrative:
The investigation conducted by field service engineering (fse) found the instrument engagement issue reported by the customer was associated with the right spring plunger on the affected patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The spring plungers are mechanical elements used to help secure and position the sterile adapter interface between the psm and the sterile instrument. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found one of the psm's spring plungers, between axis 4-7 on top of link 6, to be bent and difficult to depress. The 4 affected spring plungers were replaced. As of january 6, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s mitral valve replacement procedure, an instrument became stuck on a patient side manipulator (psm) arm. With the assistance of an isi technical support engineer, the psm was undocked from the patient and the cannula and instrument were removed. The psm was re-draped and the site attempted to re-engage a different instrument on the arm, however, the engagement problem continued to occur. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.